Event description:
A 1.5 mm diameter with unknown length sprinter dilatation balloon was used in the left main coronary artery and the proximal circumflex within a bend in an occluded saphenous vein graft to the circumflex marginal artery. The vessel was moderately calcified with severe tortuosity. The pt had a previous coronary artery bypass graft at an unk time. The lesion was 99% stenosed. It was reported that the physician advanced the guidewire down the artery however; he was unable to cross the lesion with another manufacturer's 2.0mm balloon. The physician exchanged the balloon for a sprinter 1.5 balloon. The physician experienced some resistance crossing to the intended lesion site. It was reported that the balloon was inflated up to 12atms for 7-8 sequential inflations. The physician withdrew the balloon with some resistance. Upon removing the balloon system, the distal end of the catheter and part of the balloon remained in the pt's left main artery. No hemodynamic consequence. The next day the pt was brought back and the physician performed a coronary artery bypass graft. No additional clinic sequelae were reported.